Manufacturer narrative:
Fowler set screw out of adjustment. Screw readjusted.

Event description:
It was reported by service report that the bed functions were not working. No pt involvement or adverse consequences are reported.